Event description:
Patient experienced an allergic reaction shortly after beginning orthodontic treatment. A dermatologist determined that patient is allergic to nickel and bleaching agents. Treatment for patient's allergic reaction included removal of the orthdontic appliances and a prescription steroid.